Manufacturer narrative:
Block b3: exact date unknown, event occurred two months ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7085654 / 7086634.

Event description:
It was reported that the patient was not getting an adequate pain relief from the spinal cord stimulator (scs) device. The patient underwent an scs system explant procedure and was doing well post operatively. The explanted ipg and leads were not returned as they were kept by the medical facility.